Manufacturer narrative:
Additional manufacturer narrative: the valve degeneration clinically observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included diabetes, hyperlipidemia, hypertension and coronary artery disease, and other potential unknown factors. Corrected data: from female to male.

Event description:
Through operative report, the (B)(6) man has recurrent severe aortic stenosis. There was some confusion regarding his age as he has an inaccurate birthday given on his hospital admission databank. He is actually (B)(6) and born in 1945. The valve was exposed. It had thickened leaflets which had minimal mobility and we then very carefully dissected out the previous aortic valve down to the annulus. The patient taken to the ICU in satisfactory condition. Patient was discharged on pod 6. Significant past medical history and comorbidities: recurrent severe aortic stenosis, hypertension, non-insulin dependent diabetes, hyperlipidemia, two-vessel coronary disease status post left anterior descending stenting, tonsillectomy, and adenoidectomy.

Manufacturer narrative:
Additional manufacturer narrative: the device was evaluated and the clinical observation was confirmed. During visual examination, heavy host-tissue was found on the leaflets and into the orifice at the greatest distance of approximately 10 mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth was found on the leaflets and into the orifice at the greatest distance of approximately 6 mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and minimal at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 3 mm near commissure 3 at the outflow aspect. Thrombotic material was observed on leaflet 3 at the outflow aspect. Serrated markings were observed on leaflets 1 and 3 near commissure 1. Leaflet 3 had a non-transmural tear of approximately 10 mm near commissure 1. The tear was near the serrated markings. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. The wireform was also exposed on commissure 2 at the outflow aspect. Returned with the device were fragments of sewing ring and cloth and the sewing ring matched up to the device. Radiography demonstrated minimal calcification on all three leaflets, as well as a bent on commissure 1 and 2. The wireform of the device was found intact. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the product evaluation findings and the information received, calcification and host tissue overgrowth restricted leaflet mobility which lead to stenosis of the device. Both calcific and non-calcific tissue degeneration are common chronic failure modes for this type of bioprosthesis. The operational mechanical stress and biological factors are generally believed to be the major contributors to this type of non-calcific bioprosthetic tissue degeneration. Although the patient factors such as immune status, age, renal disease and other comorbidities are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The time course and severity of pannus growth is largely variable among the patients. The detail mechanism is still not totally understood, but it is generally believed to be primarily attributable to the foreign body reaction against the implant. The patient factors (such as patient immune system, age, and other comorbidities) may also play important roles in pannus growth in bioprosthetic heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21 mm bioprosthetic valve was explanted after an implant duration of eight( 8) years, ten (10) months and twenty (20) days due to calcification/growth during a redo aortic valve replacement case. The 21mm valve was replaced with a 23mm valve.